Manufacturer narrative:
Media evaluated by bsc quality engineer: media from the clinical procedure was provided and reviewed by a bsc quality engineer. The media review report concluded: can confirm that implant did not seal but cannot state root cause or determine evidence of user error.

Event description:
It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the routine 45-day follow-up, it was noted via transesophageal echocardiography (tee) that the device had a leak. The physician ordered computed tomography (CT) imaging which revealed that the closure device had a leak measuring between 4-9mm exposing a small, uncovered lobe. The physician is considering placing a vascular plug to reduce the size. There were no patient complications reported.

Event description:
It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the routine 45-day follow-up, it was noted via transesophageal echocardiography (tee) that the device had a leak. The physician ordered computed tomography (CT) imaging which revealed that the closure device had a leak measuring between 4-9mm exposing a small, uncovered lobe. The physician is considering placing a vascular plug to reduce the size. There were no patient complications reported.

Manufacturer narrative:
D6a. Implant date: updated date to (B)(6) 2023

Event description:
It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the routine 45-day follow-up, it was noted via transesophageal echocardiography (tee) that the device had a leak. The physician ordered computed tomography (CT) imaging which revealed that the closure device had a leak measuring between 4-9mm exposing a small, uncovered lobe. The physician is considering placing a vascular plug to reduce the size. There were no patient complications reported.